Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advances to next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 21:09:43. During night drain cycle six, the patient's ultrafiltration reading was 1035ml, indicating the home patient drained 1035ml more than their maximum programmed fill volume of 1200ml. No additional information is available.